Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that it seems like if a doctor doesn't have the stylet out enough the leads can pop out easily while being handled. This is the rep's observation and what they think may have happened.

Manufacturer narrative:
The returned lead (product ID: 977d260, serial#: (B)(4)) passed all functional testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977d260, serial# (B)(4), product type screening device. Only the lead has been returned for analysis, analysis results were not available at the time of this report. A follow up will sent when analysis is completed.

Event description:
Information was received from a manufacturing representative (rep) regarding a lead. Information was reported that a lead had contacts 7, 6, 5, 4, all show 40,000 ohms. It is possible that the doctor closed lead cover door of wireless neurostimulator (wens) and pinched the lead. The lead may also have "popped" out of the wens. The "sides of the wens were switched" and the impedances were tested. The lead was replaced and the issues was resolved at the time of the report. No further complications were reported. No patient symptoms were reported. Additional information: it was reported the cause for the high impedances was not determined and has been sent in for analysis, likely to be a physical problem. The new wens have a tendency for the leads to pop out when stylets are still in leads, in this scenario it looks like the lead popped out and the door may have gotten closed on it. If analysis appears that the lead was damaged approximately in that area, then that may be the culprit. If not it could be a bad lead, however, the lead initially tested okay, then after some struggling with the wens terminal 4 contact went out, hence my theory that it may have gotten pinched. No further information was reported.